Event description:
It was reported that after review of faxed strips egm shows non-physiological ventricular high rate of two episodes of seven seconds each on same day one minute apart. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.